Event description:
An other health care professional reported with a description of would not deploy. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens would not deploy with no patient harm.

Manufacturer narrative:
Additional information was provided in b.3., b.5. And e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).